Manufacturer narrative:
Based on the initial escalation analysis, a decline in the sensor performance was first observed around march 12, 2023. The performance continued to decline at the time of the reported event and the RMA was authorized for further investigation of the sensor. The potential root cause of the decline of sensor performance may be due to early oxidation of the sensor hydrogel. As part of resolution, the user received a new sensor. No further resolution was necessary for this complaint. D9 device available for evaluation? Yes, device received on 11 may 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231,174. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The returned sensor was tested in-house, and it revealed a loss of chemical performance due to the senor's hydrogel oxidation, which is the root cause of the reported sensor inaccuracy.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.